Manufacturer narrative:
This pacemaker has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) and right ventricular (rv) leads into the header of the pacemaker. Troubleshooting during the procedure resolved the issue and both leads were successfully inserted and implanted. The pacemaker, ra lead and rv lead remain in service and no adverse patient effects were reported.